Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, wear abrasion, broken shell with sharp edge in the same location of crease, around 0-25% of the shell is missing and stress marks. A weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is broken shell with sharp edge in the same location of crease assessed as fold flaw opening and missing shell that is assessed as inconclusive.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture baker grade unknown.